Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "5. Precautions juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured."

Event description:
Patient called to report that the doctor they visited saves used syringes of juvéderm® ultra for use in the future. Patient additionally stated that the refrigerator has many syringes with patient names on it that have been used before. The patient stated that they purchased the juvéderm® ultra and wanted to use it in two and five months later. However the new administrator at the doctor's office was not comfortable using the opened syringe for multiple treatments, the patient is upset due to this.